Event description:
I had the essure permanent birth control placed in (B)(6) 2012. Immediately after placement, I experienced severe debilitating pain and bleeding, especially on my left side. After months of begging my obgyn, I had my left fallopian tube and ovary surgically removed. It is now (B)(6) 2017, since the removal of my left tube/ovary. I have continued to suffer extremely painful periods (menstrual cycles), joint pain, brain fog, random incident of sharp right abdominal pain/burning, and severe body itching.